Manufacturer narrative:
(B)(4). G2: foreign - this event occurred in japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation (discarded by hospital as biohazard). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the anchor could not be deployed because the black button was hard to move forward. The correct surgical technique was being followed, and no excess force was used during deployment. The surgery was completed successfully. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.